Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived with the handles damaged at the distal end. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure the device cut but did not staple. A second device was pulled to complete the procedure with no patient consequence. There is no further information available.